Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty o2 transducer on the smart pneumatic module board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown) the device displayed an "off set self check failure - 1174" message. Complainant indicated that the patient was manually ventilated. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.